Event description:
It was reported via medwatch#: mw5169162 that the device broke off. A 7 x 60 x 130 innova vascular self-expanding stent was advanced for treatment. After stent deployment, the device was removed and found that the stent delivery system broke off in three pieces in the body. There was no patient complications noted as a result of this event.